Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that premature clotting occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The clotting occurred within 12 hours of using the dialyzer. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the complaint sample was not available. The reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserved samples are available. Therefore, the retention sample analysis is not done. Device history review (DHR) showed that the products have been inspected and were found conforming to specification. No indication for any relationship with the reported failure mode. Complaint history review revealed one complaint regarding the batch. The reported event is covered in the risk analysis.

Event description:
It was reported that premature clotting occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The clotting occurred within 12 hours of using the dialyzer. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in h6.

Event description:
It was reported that premature clotting occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The clotting occurred within 12 hours of using the dialyzer. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. Additional information requested but has not been obtained.

Event description:
It was reported that premature clotting occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The clotting occurred within 12 hours of using the dialyzer. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment was discontinued. Additional information requested but has not been obtained.